Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign materials inside the biopsy channel. Based on the results of the investigation, a probable root cause of the reported failure could not be identified. However, the identity of the foreign material that was found in the biopsy channel and a definitive root cause of this failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image during procedure setup. There were no reports of patient involvement.